Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported through taiwan FDA. The reported stated that the pump showed "prox. Occl a at start up" during levophed infusion. The healthcare provider had followed the operation instruction to replace another pump, but "prox occl a at start up¿ continued showing up; the issue was solved after plum set was replaced. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
No samples or photos were returned for investigation. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review; corrective actions are in process.